Manufacturer narrative:
The analysis of the product did show that the handpiece had a medium debris level, the bearings have been grinding, wobbling and falling apart. This caused the head to heat up. The user instruction states that a handpiece in such condition mustn't be used. Reported due to the 2 year presumption rule. (B)(4). Kavo dental (B)(4) (the MFR) is submitting the report on behalf of (B)(4).

Event description:
During a standard treatment with a dental electrical handpiece a pt received a small burn on cheek. Office applied a unk type of ointment but nothing was prescribed. No further medical care was necessary.